Event description:
Pt admitted to hospital for elective cardiac surgery. Pt experienced unexplained swelling intra-operatively. Heparin provided by baxter was given to this pt by perfusionist in operation as well as heparin flushes.